Manufacturer narrative:
According to the facility on (B)(6), "they were doing a neck with scalpel and it broke off in the patient. They had to remove the broken piece of the mosquito. There was no impact to the patient". A sample is available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6), "they were doing a neck with scalpel and it broke off in the patient. They had to remove the broken piece of the mosquito.".

Manufacturer narrative:
Updated b3: date of event to 07-16-2024.